Event description:
It was reported by the independent repair center that the unit has low o2 / yellow light and the primary cause of the malfunction is due to a leak at the product tank. No patient injury reported, no additional information provided.